Manufacturer narrative:
The reported event of bluetooth telemetry anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported, prior to an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was not used, a different device was implanted to resolve the event. The patient was stable.